Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope mount corrosion, adhesions on the main body, damaged connector, and puncture on connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that the color bar was displayed due to flooding of the connector. No video output pointed out by the customer was reproduced in the inspection of the equipment by the repair department. The cause of the flooding could not be identified based on the information obtained from this complaint and the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had no video image output. There were no reports of patient harm.

Event description:
It was reported, the subject device had no video image output. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.